Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the stimulation was electrocuting the patient's lady parts since saturday. Caller reached out to the doctor's office and was told to reach out to manufacturer. The physician's assistant (pa) did not say anything about changing programs or decreasing the stimulation but redirected the patient's representative to the device manufacturer. During the call, caller was able to connect to the implant and decrease the stimulation from 1.7 to 0.1, but patient did not feel any difference. Agent advised caller that they could also leave the therapy off for now to see if that gives them relief. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Sent email to manufacturing representative (rep) requesting a callback. Patient's representative called again because they have not been contacted by the rep. They mentioned that after a couple of hours, the patient felt better and the shocking sensation stopped, but now they were wondering when they will be able to turn the therapy back on. An email has been sent to the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the issue was resolved.